Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that in arthroscopic surgery, a blade was used for joint cavity cleaning, and it was found that the blade originally had 8 teeth, but one tooth was missing, making it impossible to determine whether it was broken or worn. However, it was not found in the joint cavity under x-ray.

Manufacturer narrative:
Alleged failure: one tooth was missing, making it impossible to determine whether it was broken or worn. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause of these issues could be the blade may have come into contact with a hard object, damaging the teeth and impacting the housing edges. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that in arthroscopic surgery, a blade was used for joint cavity cleaning, and it was found that the blade originally had 8 teeth, but one tooth was missing, making it impossible to determine whether it was broken or worn. However, it was not found in the joint cavity under x-ray.